Manufacturer narrative:
(B)(4).

Event description:
Information was received from a device manufacturer representative regarding a patient receiving morphine (25.0 mg/ml at 7.852 mg/day) via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported pump had been replaced. The cause of the motor stall was not determined. The issue had been resolved. The logs were provided. A motor stall occurred on (B)(6) 2015. On (B)(6) 2015 a stopped pump period may exceed tube set occurred. On (B)(6) 2015 a motor stall recovery occurred at 9:37 and a motor stall at 18:39. On (B)(6) 2015 a motor stall recovery occurred at 8:50 with a stall occurring at 12:06. On (B)(6) 2015 a stopped pump period may exceed tube set occurred at 12:06. On (B)(6) 2015 a motor stall recovery occurred at 5:45 and a stall occurred at 7:15. On (B)(6) 2015 a stopped pump period may exceed tube set occurred at 7:15 and a motor stall recovery occurred at 21:40. On (B)(6) 2015 a motor stall occurred at 00:06. On (B)(6) 2015 a motor stall recovery occurred at 20:43 and a stall occurred at 22:37. On (B)(6) 2015 a motor stall recovery occurred at 15:52 and a stall occurred at 17:26. On (B)(6) 2015 a motor stall recovery occurred at 15:03 and a stall occurred at 16:17. On (B)(6) 2015 a stopped pump period may exceed tube set occurred at 16:17. On (B)(6) 2015 a motor stall recovery occurred at 18:12 and a stall occurred at 21:36. On (B)(6) 2015 a motor stall recover occurred at 22:13. On (B)(6) 2015 a motor stall occurred at 2:45. On (B)(6) 2015 a stopped pump period may exceed tube set occurred at 2:45. On (B)(6) 2015 a motor stall recovery occurred at 22:30. On (B)(6) 2015 a motor stall occurred at 4:26. On (B)(6) 2015 a motor stall recovery occurred at 3:37 and a stall occurred at 6:43. On (B)(6) 2015 a motor stall recovery occurred at 8:58 and a stall occurred at 21:02. No further information was provided. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that while the patient was in for a refill, the pump was interrogated and showed a motor stall. The patient experienced increased pain as a result. The cause of the stall was unknown. The patient was referred to a physician for a pump change. The surgery was scheduled two weeks from (B)(6) 2015 to replace the pump. The patient¿s status was reported as ¿alive ¿ no injury.¿ the type of medication being delivered via the device system was morphine. Additional information has been requested regarding the cause of the event and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).